Event description:
(B)(4) - the dealer reported that the 6895 shower chair commode had both sides wheel locks not properly functioning, as the rubber washers were damaged. There was no patient injury reported.